Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument had clip application failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The issue occurred while the surgeon attempted to clamp on a vessel. The surgeon experienced incomplete closure. The jaws are not aligned and thus, clip would not connect. The issue noted at first clip application.

Manufacturer narrative:
Based on the claim against the product by the customer noting misaligned grips, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent clips and the tip does not align with the other grip. Common causes of the failure mode bent instrument grips -tips are typically attributed to the mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding misaligned grips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The medium-large clip applier part# 470327-12/ lot/serial# k11220104 0082 was last used on (B)(6) 2022 on system (B)(4) with 84 uses remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: failure analysis confirmed bent grips. As per the follow up, the issue occurred while the surgeon attempted to clamp on a vessel. The surgeon experienced incomplete closure. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.